Event description:
Caller (customer's mother) reported the adc blood glucose test strips, when used with an omnipod meter, provided an unspecified lower reading compared to an unspecified hospital reading. Caller further reported that on (B)(6) 2013 at 6:00am, her daughter experienced "flu like symptoms like vomiting and 'large ketones'". Caller stated the customer was on an insulin pump and "insulin was taken as prescribed". Caller contacted a doctor for advice and, at 1:00pm, drove the customer to the emergency room. At approximately 4:20pm, the customer was diagnosed with diabetic ketoacidosis (dka), admitted into the pediatric intensive care unit, and was reportedly administered insulin via intravenous infusion (IV), glucose, and had her electrolyte levels managed from thursday until friday evening. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). The product was not returned. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested instead. Whole blood testing was performed and all readings fell within the parkes error grid a & b zones. The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported test strip lot number is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(B)(4).